Event description:
It was reported that the patient underwent an open reduction/internal fixation surgery for a femoral trochanteric fracture on (B)(6) 2024. There was an unusual noise when tightening the locking mechanism, and the movement of the locking mechanism was stiff, too. The surgeon exchanged the screwdriver to the straight one, and tightened the locking mechanism forcibly. The surgery was complete successfully with no delay. The patient status was reported to be stable. This report involves one 10mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part:04.037.043s lot:6253p12 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 22 may 2023. Expiration date: 01 may 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.